Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the filter's pro top popped off after the air was expelled from syringe and blood was leaking through the filter. There were no patient harm or adverse events reported as a result of the event.